Event description:
Report received from user facility only stated, "during transport pt became cyanotic with pulse and ventilation. Removed pt from transport vent started to bag pt with 100% o2 via ambu-bag. Pt color improved, rn called code blue." The user facility reported to us in a phone conversation that the pt was on CPAP. They transferred the pt on to the parapac ventilator. The pt became immediately agitated so they took the pt off the ventilator and manually ventilated the pt while they switched the pt back on to the CPAP machine. The pt did not suffer any adverse consequence.

Manufacturer narrative:
According to what we were verbally told by the user facility, the ventilator was cycling prior to attaching the pt. When the pt was hooked up to the ventilator to be transported, the pt became agitated and the relief pressure valve kept sounding. They were unable to provide us with any details of how the ventilator was set, how the pt circuit was configured, or any other details of the event. They did however, indicate that the respiratory therapist thought the ventilator was working fine. The ventilator was evaluated by a third party and by our sales rep and in both instances the ventilator was functioning properly and no problems found. Upon request from the user facility, the sales rep provided follow-up training on the parapac ventilator to their staff. We do not have sufficient info to make any definite conclusions at this time. There is no evidence that suggests the ventilator malfunctioned. Based on the info available thus far, we suspect that the pt was breathing spontaneously at a very low tidal volume which would have triggered the ventilator to cycle as it should and supply a breath. When doing so, the pt may have become agitated causing the pressure alarm to go off. Actual device was evaluated at the user facility by the sales rep and found to be functioning properly with no problems found. Device has not been returned to smiths medical pm, inc. For further evaluation.